Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without any bands on it. The handle had evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands fell off the varix was not confirmed. Upon analysis, the ligator housing had no bands on it. There was no information about how this could have happened in the procedure; however, there is a possibility that during the preparation of the device, before the procedure took place, the bands were damaged, and this made them fell off the ligator housing. There were no problems found during the device analysis. There were no damages, nor any abnormalities found on the handle, and from a functional point of view, the device met its intended use. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the band was detached. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 17, 2024: during the procedure, after the band was deployed, it fell off and did not remain on the tissue.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the band was detached. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands prematurely deployed.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the band was detached. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 17, 2024: during the procedure, after the band was deployed, it fell off and did not remain on the tissue.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on april 17, 2024.